Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the device was faulty as there was air in line alarm before the infusion. There was no patient injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals intact and with no sign of damage. There was no evidence of the error in the event history log. The customer reported problem was not duplicated during the investigation. After performing the functional test, it was found that the air detector was functioning as intended. No fault was found. It was recommended to have the air detector replaced as a preventative measure. The root cause of the reported problem was unknown/undetermined. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: correction: d4: model number: 2120.